Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery cannot charge; the backup battery is depleted. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
The fse replaced the backup battery to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.